Event description:
It was reported "after insertion of the catheter, it was found that the balloon was not functioning properly because of a bad balloon". When the customer was asked in follow up to describe the issue of the catheter, the customer states "unable to inflate". Additional information states to continue therapy, another iab catheter was inserted into the same insertion site. No patient injury or consequence reported. Patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample were supplied kit components including dilator, pre-dilator, short and long arterial pressure tubing; no damage or abnormalities were noted to the returned components. Upon return, the teflon sheath was noted on the returned iabc; liquid blood was noted within the sheath sidearm. The oneway valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A kink was noted to the iabc central lumen at approximately 5.9cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, which indicates a crossover leak between the iabc central lumen and the helium pathway. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip. Upon further inspection, the iabc central lumen was noted broken at the location of the previously noted kink within the flex-tip assembly area at approximately 5.9cm from the iabc distal tip. The leak from the iabc distal tip is consistent with the broken central lumen. The iabc was leak tested again with the iabc distal tip blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 5.9cm from the iabc distal tip, which is the location of the previously noted damaged/broken central lumen. Some blood noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 77.3cm from the iabc luer, which is the lo-cation of the previously noted damaged/ broken central lumen. Some blood noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon was not functioning properly" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken in the flex-tip assembly area near the iabc distal tip. The damaged central lumen can result in blood entering the helium pathway and an inability of the bladder to fully inflate. The iabc bladder was fully intact with no damage noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The probable root cause of the complaint is undetermined. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported "after insertion of the catheter, it was found that the balloon was not functioning properly because of a bad balloon". When the customer was asked in follow up to describe the issue of the catheter, the customer states "unable to inflate". Additional information states to continue therapy, another iab catheter was inserted into the same insertion site. No patient injury or consequence reported. Patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).